Manufacturer narrative:
A4-a6: unk. (B)(4).

Event description:
The reporter indicated, that the surgeon implanted a 13.2mm vticmo, 13.2 implantable collamer lens of diopter -8.5/1.0/127 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens, due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.